Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was placed on the left bundle branch area pacing. Initially, thresholds were within normal limits; however, immediately after obtaining a satisfactory pacing threshold, they would lose capture for a few seconds attributed to intermittent high thresholds. This behavior occurred 3 times with stable impedances. The physician opted to use another lead. The patient was returned to post-op in stable condition and the pre-discharge check was within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was placed on the left bundle branch area pacing. Initially, thresholds were within normal limits; however, immediately after obtaining a satisfactory pacing threshold, they would lose capture for a few seconds attributed to intermittent high thresholds. This behavior occurred 3 times with stable impedances. The physician opted to use another lead. The patient was returned to post-op in stable condition and the pre-discharge check was within normal limits. No adverse patient effects were reported.